Event description:
The customer reported a leak from the au5800 clinical chemistry analyzer due to a detergent backflow on unit 2. The customer stated that diluted detergent leaked onto the floor. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer has an exposure plan in place and had access to relevant material safety data sheets.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts instructed the customer to reset the analyzer to resolve the issue. Performing this action stopped the backflow and returned the analyzer to working order. Failure mode of the leak is attributed to a software bug in the au5800 software and resetting the analyzer restored the instrument to working order. Beckman coulter internal identifier for this report is (B)(4).